Event description:
The olympus microbiologist reported (on behalf of the customer), that during routine testing and following reprocessing, the evis exera iii colonovideoscope tested positive for 4.75 colony forming units (cfus) per 20 milliliters of staphylococcus aureus. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The customer provided the cleaning, disinfection, and sterilization process stating the pre-cleaning is performed immediately (less than 5 minutes) after procedure and the automated endoscopic reprocessor (aer) used is etd double; the detergent used was endodet and the disinfectants used were endodis and endoact. The instrument/suction channel was aspirated and flushed with water (until the aspirated water becomes clear), the auxiliary water channel was flushed with water, and the air/water channel was flushed with water and air by using mah-948 (channel cleaning adapter). The air/water channel and balloon channel were not flushed with water and air by using maj-1444 (air/water valve) and maj-629 (air/water channel cleaning brush), and the aspiration was not done with either the first or second position of the suction valve. All reprocessing accessories were without defects, a leak test was performed in accordance with the instructions for use, the manual detergent used is mediclean forte; the instrument/suction channel, suction cylinder, instrument channel port, and balloon channel were all checked for the brushed points; the air/water channel, the instrument/suction channel and the auxiliary channels were flushed. The detergent was aspirated through the instrument/suction channel and the brush was inserted into the instrument channel from the suction cylinder. The forceps elevator was not operated (up/down) in the detergent solution, the forceps elevator was not flushed appropriately, and the distal end was not flushed with maj-2319 (distal end flushing adapter). The storage practice is placing the scope a drying cabinet for a maximum of 30 days (until the next procedure), and olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. After many reprocessing cycles, the endoscope eventually tested negative; therefore, the device is not expected to be returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the subject device was not returned for evaluation, the reported event could not be confirmed and a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.